Event description:
It was reported that this pacemaker exhibited isolated far field r-wave oversensing on the presenting electrogram (egm) in the remote monitoring system. The clinic was notified of this observation. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.